Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 156282r with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 156282r and device part number 195-430h / lot 149096r.. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the binaxnow¿ covid-19 antigen self test performed with a nasal swab samples generated positive results. Repeat testing was performed with binaxnow¿ covid-19 antigen self test and positive results were obtained. Confirmation testing was performed with sofia sars antigen fiaor on nasal swabs samples generated negative results. The customer stated the patient was not symptomatic. The customer was not known to covid-19 positive at the time of testing. No treatment was provided.